Manufacturer narrative:
Complaint sample was discarded. A companion sample was identified and inspected by the plant. Visual and dimensional inspection of the sample was acceptable. Taper test of the samples passed. Simulation tests were performed on four companion samples and no leaks and disconnections were observed. Testing was successful. A DHR investigation was performed. No nonconformance's or reports of abnormalities during assembly was found. The product involved met specifications. The alleged event is not confirmed.

Event description:
A peritoneal dialysis nurse reported a fluid leak between the adaptor and the baxter extraneal supply bag of a peritoneal dialysis patient during a dwell. The bag fell to the floor. Follow up with the patient's peritoneal dialysis clinic indicated that the patient ensured that the connection was tight.. The patient was prescribed prophylactic antibiotic and was asymptomatic. The complaint sample was discarded.